Manufacturer narrative:
(B)(4). Broken jaw at bifurcation; (B)(4) (orange indicator did not show up) the analysis results found that the device was returned with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was fired and the remaining clip was ejected due to the condition of the jaws. In addition, the orange indicator did not show up. This finding is not related with the incident reported. The event reported could not be confirmed due to the returned condition of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip does not close. The clip comes out without closing. Unknown how case was completed. There were no adverse consequences for the patient.